Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument (pch) has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have damage of the conductor wire¿s insulation at proximal end. There was not material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument failed the electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The complaint was confirmed by failure analysis. The probable root cause of the damaged conductor wire insulation is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook instrument (pch) would not cauterize. The procedure was completed with no reported patient injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.